Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30564179l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. After entered to the room, a beeat was inserted from the internal neck, and soundstar and his rv catheter were inserted from the groin. Cs insertion was slightly difficult, and then sound merge was performed and bb was performed with ice guide. Stsf, pentaray, and lasso were placed in the left atrium, and a voltage map was created by pentaray under lasso pacing placed in the lspv. After map, shock vital, blood pressure temporarily decreased to about 30, cardiac tamponade was confirmed with ice, and drainage was performed. Blood pressure was increased with norad but was not stable. Blood transfusion was performed. The patient was treated for about 1 hour and discharged to the ICU. Although the af procedure, ablation was not performed. The event occurred after mapping was completed, condition suddenly changed. The exact location of cardiac tamponade is unknown. Drainage was performed, and the procedure was discontinued and completed. Ablation was not performed. Drainage and blood transfusion were performed. Ablation was discontinued and it was transferred to ICU. The physician commented that causality with the product was unknown. The amount of bleeding also suggested that the left atrial appendage might have been perforated by stsf or lasso, but it did not have a feeling of penetration. Additional information: event date: (B)(6) 2021. This adverse event was discovered during use of biosense webster products. Physician¿s opinion on the cause of this adverse event: unknown. Intervention provided: drainage, blood transfusion, and administration of noradrenaline were performed. Generator information: smartablate. Prior to noting the CT ablation was not performed. There was no steam pop. The event occurred: mapping phase. Since the event is life threatening and might result in permanent impairment of a body function or permanent damage of a body structure, it is to be considered serious and MDR-reportable.